Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post upgrade procedure with a large hematoma in the pocket area. It had been noted that the patient had recommenced their anticoagulation therapy too soon after surgery. The physician decided to reopen the pocket and remove the hematoma. This was performed with nil complication. The patient remained in a stable condition post procedure.